Event description:
The customer reported that the system locked up and shut down during a case. The system could not be rebooted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor was replaced during the service call. The system was tested and found to be working as intended and put back into service.